Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 pn relion 31g x 8mm 3b tw needle was unable to deliver insulin or medication. The following information was provided by the initial reporter :   the consumer reported that the needles do not work and are clogged. Date of event: unknown, samples: discarded.

Event description:
It was reported that 1 pn relion 31g x 8mm 3b tw needle was unable to deliver insulin or medication. The following information was provided by the initial reporter :   the consumer reported that the needles do not work and are clogged. Date of event: unknown. Samples: discarded.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Clog test was conducted on 7pcs retention samples and no needle clog fail found. Based on investigation the certain cause cannot be concluded at the moment. H3 other text : see h.10.